Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the scanner rotated onto the foot left side of the foot board and caused unrepairable damage. There was pt involvement; however, no adverse consequences are reported.